Event description:
Spontaneous call. Patient reported 2 broken needles in last order. Unknown if pt missed a dose; no adverse event reported; unknown if needles available for return; unknown lot/expiration. No further information known. Needles are used to inject tymlos at above dose and frequency. Indication: age­ related osteoporosis without current pathological fracture. Reported to (B)(6) by pt/caregiver.